Manufacturer narrative:
Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on october 1, 2017. Subsequently, medtronic diabetes conducted a two year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had an infusion set tubing detachment. Customer's blood glucose level was 7.5 mmol/l at the time of the incident. Customer's blood glucose level rose to 21.4 mmol/l. The infusion set had been in use for no more than 12 hours when this occurred. The product is expected to be returned.